Event description:
The company representative reported on (B)(6) 2013 that the patient¿s insurance company denied his replacement. The patient was currently appealing.

Event description:
The patient had an MRI and the ins was ¿not working¿. He stopped using the ins. The company representative confirmed that the patient was waiting for authorization for an ins replacement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37752 lot# serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 3708340 lot# serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3888-45r lot# n22284, implanted: 1995 (B)(6); product type lead. (B)(4).

Event description:
After additional review the patient did not have an MRI. MRI compatibility guidelines were requested.